Event description:
The reporter stated that he stopped using his surestep meter because he was getting er1 messages. He continued to monitor his blood glucose using his wife's one touch basic meter with acceptable results. He made no allegation of harm.